Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) explant procedure wherein the ipg was explanted due to an infection. A culture was not taken however, the patient exhibited symptoms of redness, swelling, and discharge at the ipg site. The patient was given antibiotics and was doing well postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) explant procedure wherein the ipg was explanted due to an infection. A culture was not taken however, the patient exhibited symptoms of redness, swelling, and discharge at the ipg site. The patient was given antibiotics and was doing well postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.